Event description:
It was reported, that the subject device had output issue. Sometimes, the output does not work depending on the combination of camera heads. The issue was found, during set up, inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6) hospital, e1: address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus repair site for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: battery depletion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause was poor contact caused by corrosion on the contacts of the video connector socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.